Manufacturer narrative:
This product is not expected to be returned. Analysis will be performed if the product is returned and this report will be updated should further information be provided.

Event description:
This right ventricular (rv) lead was dislodged which led to loss of capture. The lead also had helix extension issues due to tissue found over the tip when the physician tried to reposition the lead. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.